Manufacturer narrative:
Returned device was received in good physical condition but also had a scratched screen. Evidence of reported problem in event log was found. During the evaluation of the device, the device was powered up and immediately alarmed ec 1720. The back-up capacitor as found to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had some screen damage and presented with lec 1720 during testing. There were no reported adverse events nor a patient present at the time of the event.